Event description:
Report of broken probe cover noted while removing the probe cover at the end of the case. These probe covers are a substitute product (ref #pc1291) provided by the vendor as they investigate previous issues of breakage with the original, stocked product (ref #gpc415).